Event description:
It was reported by the patient's parent that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 36 and 48 hours. His acetone was also high 'approximately 4.7' (unit unknown). Symptoms reported include fatigue, headache, and vomiting the patient was treated with intravenous fluids, electrolytes, and maybe potassium. The patient was released after 12 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.